Event description:
In 2005 the pt was admitted to the hospital for low blood gas levels. The following day the pt's spouse brought his vest to the hospital in order for him to continue his treatments. During the first treatment of the vest while in the hospital, he was sitting on the edge of his bed and passed out. Per the pt he "stopped breathing and was placed on a vent and transferred to ICU." The pt stated the md discontinued the vest because "he throught something may have dislodged in his chest."